Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with 700cc mentor smooth round moderate profile saline breast implants experienced bilateral grade iii capsular contracture and left-sided implant deflation postoperatively. Diagnoses were made via physical examination. As a result, the patient underwent explantation on (B)(6) 2021. This medwatch report is for the right-sided implant.